Event description:
Reporter indicated that x-rays taken in preparation for generator replacement surgery due to end of service revealed an apparent break in the lead coil. During generator replacement surgery the physician plans to test the original lead with the new generator and then replace the lead as well if diagnostic test results yield high lead impedance readings.